Event description:
Reportedly, this ring was explanted after approximately a 3 year, 5 month implant duration, due to mistral regurgitation. No further information was provided.

Manufacturer narrative:
Devcie not returned.